Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study aimed to validate a previously developed prediction model in a new group of patients. Sec ondarily, to compare the 1-year atrial fibrillation (af)-free survival between patients with and without early reconnection/dormant conduction (erc). Two patients had a transient ischemic attack (tia), one patient had groin complications, seven patients had phrenic nerve palsy (pnp) at the end of the procedure and four patient had other complications. It is unknown if any intervention was performed. The status of the device is unknown. No additional adverse patient effects were reported.